Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was determined that the device was unable to issue oxycodone 5 mg for a patient due to user error. A technical support specialist remotely accessed the system and found that the item had been approved; the user mentioned it probably just needed patience. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, the user unable to issue medication after requesting rx verify. The customer reported that this malfunction not allowed the user to pull the medication needed to be issued and confirmed that there was no delay to patient care. There were no adverse events or injuries reported based on this event.